Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Lead dislodgment was discovered. No other electrical anomalies were noted. The lead was explanted and replaced. The patient was in a stable condition.